Manufacturer narrative:
Additional information: section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The lead was discarded. The cause of the reported infection event is unable to be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "infection that may require hospitalisation with intravenous antibiotic therapy" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The cause of the infection remains unknown. The manufacturing records were reviewed. Product met all requirements for release. No other anomalies were found.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Additional explanted device details: 2x leads from the same lot number. Cls: brand name - evoke closed loop stimulator (cls). Model - 102901. Catalog# - 3042, serial number - (B)(6).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system, was evaluated for possible infection of the midline incision site. The evoke scs system was explanted and the midline incision site was washed out. Post-explant, the patient remained under observation and was confirmed to be recovering.